Manufacturer narrative:
(Therapy date): unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: titanium matrixrib locking self-tapping screws (part # unknown, lot # unknown, quantity 4-5), titanium matrixrib pre-contoured plates (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
This report is for five (5) unknown titanium matrixrib pre-contoured plates that could not be explanted due to the malfunction of the matrix rib screwdriver; the device would not grab the recess of the screws properly. The plates were reported to be similar to part 04.503.005. Product literature shows that devices may be similar to part 04.501.005. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. Patient code (B)(4) was utilized for additional surgery on (B)(6) 2017 due to reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, initially implanted with a matrix rib fixation system on an unknown date two years prior to the date of this report, developed osteomyelitis. Subsequently a removal of hardware, as the patient was fully healed, was scheduled on (B)(6) 2017. While attempting to remove the titanium (ti) matrixrib pre-contoured plates the surgeon had a difficult time removing an unknown number of ti matrixrib locking self-tapping screws. Reportedly, the matrix rib screwdriver used would not grab the recess of the screws properly. The surgeon reported that it seemed as though the matrix rib screwdriver was designed "for forward" and not for "reverse". The screws were notably locked into the bone and were "bottomed-down" as the bone was fully healed. Approximately four (4) to five (5) screws and one (1) plate were successfully removed. A second hardware removal surgery was performed on (B)(6) 2017 and the remaining five (5) plates and twenty (20) screws were removed using a craniomaxillofacial screwdriver. All of the explanted devices were removed intact. This report addresses and reports the intraoperative event involving the matrix rib screwdriver on (B)(6) 2017 and the resulting serious injury sustained by the patient for having to undergo a second hardware removal surgery on (B)(6) 2017. Please see related complaint, (B)(4), which addresses and reports the need for the hardware removal procedure. Concomitant devices reported: titanium matrixrib locking self-tapping screws (part # unknown, lot # unknown, quantity 25), titanium matrixrib pre-contoured plates (part # unknown, lot # unknown, quantity 6). This report is for five (5) unknown titanium matrixrib pre-contoured plates. This report is 2 of 3 for (B)(4).